Event description:
The MFR received information alleging bipap vision had evidence of a thermal event. There was no report of patient harm or injury. The investigation is still ongoing. The MFR will submit a follow up report when the investigation is complete.